Event description:
It was reported that the patient had experienced high blood glucose level and diabetic ketoacidosis event on (b)(6) 2026. The patient was hospitalized and treated with pump and the glucose level had been high for more than four hours.

Manufacturer narrative:
E1: (b)(6). Name: Medtronic MinimedCountry: United States of AmericaAddress Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a Serious Injury complaint.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.